Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Product ID 37751 , serial# (B)(4), product type recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Fdc and fdr apply to (B)(4).

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having trouble getting coupling during charging and could only go a day and a half without charging. During troubleshooting, the patient saw the green light on the desktop charger and the white arrows were pointing at on another. The patient stated that the connection did not seem loose. They reported that yesterday they could not charge, but during troubleshooting the patient was successful to get 2 boxes filled in black. The patient was charging, however, the implantable neurostimulator (ins) battery level showed almost empty. It was noted that the lightning bolt icon was not on the screen. The caller was redirected to follow-up with their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's recharger (insr) had been slower to recharge than usual, and then wasn't recharging at all and there was just a blank screen. It was noted that when the pin is unplugged the screen turns on with a low battery symbol. Due to being unable to charge the insr, the patient's ins turned off on (B)(6) 2017 and was currently in a discharged state. The patient mentioned that they didn't think their insr ever charged all the way, they had let it charge overnight and it still wouldn't be fully charged. In speaking with additional support, it was documented that the patient's insr female connector was damaged. Additionally, they explained that the recharging of their ins took way too long. Additional follow-up is being performed to attain further information. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products : product ID: 37761, (B)(4), implanted: product type: recharger. Analysis of the ins recharger (37751) found no evidence of anomalies. Analysis of the desktop charger (37761) found that it had a broken connector pin which lead to the inability to charge the ins recharger (37751) and subsequently resulted in the ins (97714) discharging.(B)(4). Ifinformation is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the insr worked now that the desktop charger was replaced as it had been reported that the connector pin may have been broken. The patient also reiterated previously reported complaints regarding the ins taking a long time to charge. The patient noted that they have only had the ins fully charged twice (06/18 and 06/19) and that it took them 17 hours to charge. The patient stated that they did not think it would take this long to charge the ins, but that they are keeping a journal and hope to make this successful..

Manufacturer narrative:
(B)(4) now applies to the desktop charger (37761) if information is provided in the future, a supplemental report will be issued.